Manufacturer narrative:
Additional information was received regarding the patient¿s final outcome following impella device support. The patient was successfully supported for 20 days and subsequently taken to the operating room for implantation of a durable left ventricular assist device (heartmate 3). The outcome following impella support was reported as survived. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Aborted insertion due to patients anatomy. A patient was scheduled for impella 5.5 device. During impella 5.5 insertion, user was unable to advance 5.5 pump across aortic valve. A clinical decision was made to abort the impella 5.5 insertion. No additional context was available on the patient, so unable to determine clinical effects of inability to insert impella 5.5 pump. Patient outcome attributed to delay in support, since intent to implant 5.5 and provide support was not achieved.

Manufacturer narrative:
B5: additional event information received.

Event description:
Additional information was received from the complaintant reporting that on (B)(6) 2025 a 13 yr old with duchenne muscular dystrophy (dmd) and dcm ef less than 10 % admitted with acute decompensated hf from outside hospital in cardiogenic shock was placed on pressors and further decompensated requiring va ECMO. The plan was to place an impella 5.5 via left axillary with an 8 mm graft and decannulate off va ECMO. Right axillary was slightly larger than l but pt right-handed and a decision was made to go left axillary. Left axillary was reported by implanting surgeon at ~5 mm hanger dilator 7 mm placed through 8 mm graft but unable to safety pass the impella 5.5. An impella cp was successfully placed through the left axillary.

Manufacturer narrative:
This report is a duplicate of an event that was previously reported under 1220648-2026-05374. Please refer to 1220648-2026-05374 for all information pertaining to this event.